Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear lead, upn: m365db220130dc0, model: db-2201-30dc, serial: (B)(4), lot: 19257977. Product family: scs-linear lead, upn: m365db220130dc0, model: db-2201-30dc, serial: (B)(4), lot: 19257977. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), lot: 19609674. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), lot: 2000015820. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. No other devices were returned to boston scientific.

Event description:
A report was received that the patient experienced an infection in the neck. The infection was assessed to be related to the procedure. The patient was administered antibiotics and the infection appears to be under control. Additional information was received that there will be no further course of action. Additional information was received that the patient underwent an explant procedure wherein all of their devices were removed due to erosion and allergic reaction to the implant. Skin breakage was confirmed at multiple sites. No device malfunction was suspected. Additional information was received that the infection was resolved. According to the physician there was skin breakage along all sites- ipg location, along length of lead, at burr hole. The physician stated that they were unsure if the patient had an allergic reaction, as the patient did not undergo any allergy testing.